Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd intima ii¿ closed IV catheter system was found leaking between the e-tubing and y connection site. There was no report of injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: bd received a sample from the customer for evaluation. The reported failure mode was observed in the sample provided. The batch record could not be reviewed because the lot number was not submitted and could not be observed on the device received. The returned sample was subjected to leakage testing at 45 psi, leakage was observed at the luer connector. The failure mode is related to the manufacturing process, the most likely root cause of which is misalignment during the swage of the luer component, resulting an uncompleted component and possibly leakage. Investigation conclusion: when the operator put the luer connector into part plate and the luer connector was not loaded on the part plate in the manual line, after the swage complete, the swage was not complete successfully, the defect may be caused.